Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: foreign (B)(4).

Event description:
It was reported that during an initial tka, when the surgeon pulled out the guide, the connect portion of the guide was fractured on one side. It was able to be successfully removed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product confirms it fractured in 2 different spots. The DHR was reviewed and no discrepancies relevant to the reported event were found. The device has been in the field for 5+ years. The root cause of the reported event is attributed to wear and tear. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.